Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2 upon receiving additional information of the reported event, it was determined to be not reportable. This device was not revised and currently remains implanted; therefore, the initial report should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# unk bearings; lot# unknown. Item# unk tibial component; lot# unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately one and a half (1.5) weeks post-implantation due to infection. Attempts have been made and no further information has been provided.